Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at the user facility reported that a 2008t hemodialysis (hd) machine had the priming saline bag visually back filling with additional fluid while the unit was being set-up (recirculation) for use. There were no reported machine alarms. A patient was not connected to the machine at the time of the incident. Reportedly, there were no obstructions to the drain and the drain line height and length were within specification. The biomed confirmed that the unit has not received the cbe air separator adapter board installed; however, the unit had the cbe software upgrade over a year ago. Following the event, the biomed installed the air separator adapter board. The unit was returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The unit was pulled from service for evaluation by the biomedical engineer (biomed) following the event. The biomed installed the air separator adapter board. The unit was returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.